Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The customer's test strips were no longer available for investigation. The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr, qc 2: 5.8 inr, qc 3: 5.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant non reproducible inr results with a coaguchek xs pst meter serial number (B)(4). The customer used a different finger for each meter test. At approximately 10:00 a.m., the customer¿s meter result was 3.0 inr. Two minutes later, the customer¿s meter result was 4.3 inr. Six minutes after the second meter test, the customer¿s meter result was 4.2 inr. The customer¿s therapeutic range is 2.0- 3.0 inr.